Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated there was no fire or damage to the lab, no injuries and patient samples were not affected. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the power adapter, video graphics array (vga) cable and monitor screen. The cse cleared all vessel jams. The cse aligned vessel feeder and cuvette ring and loci arm. The cse reseated connectors at can board 6. The cse replaced the suction cup at vertical placer on vessel feeder. The cse performed a system check, resulting within range. The cause of the smoke being emitted from the monitor is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported smoke being emitted from their monitor on a dimension vista 1500 instrument. The customer's monitor turned black and smoke was found. There are no known reports of patient intervention or adverse health consequences due to the smoke being emitted from the monitor.